Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform functional tests including displacement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had flashing display. The customer's blood glucose was unknown. The troubleshooting was performed. There was no report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.